Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via telephone call that the customer's blood glucose was running high. The blood glucose reading was 600 mg/dl. The customer was treated with manual injections. The drive support cap appeared normal and recessed. The insulin pump was cracked on the upper right side. The customer's father declined further troubleshooting and was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin passed displacement test, rewind, self test, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and missing the end cap sticker.